Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During training at the customer site, the autopulse platform (sn (B)(4) was seizing, and the lifeband wouldn't pull up to reset without significant force. The customer stated that the drive shaft keeps getting stuck, making it hard (sometimes impossible) to release the lifeband once compressions are paused. Once the customer gets it to release, it may seem like it's working, but the next time the lifeband is paused, it seizes again. No patient involvement.

Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(6)) was seizing, and the lifeband wouldn't pull up to reset without significant force. The drive shaft keeps getting stuck, making it hard (sometimes impossible) to release the lifeband once compressions are paused." Was confirmed during the functional testing performed by the zoll service technician at the service depot. The root cause of the reported complaint was a failed drive train motor, likely attributed to failed component(s). Upon visual inspection, no physical damage was noted. During the functional testing, the drive shaft was found to be stuck in one position and nearly impossible to move, thus, confirming the customer's reported complaint. The root cause of the reported complaint was found to be a failed drive train motor. The drive train motor and clutch plate was replaced to address the customer's reported complaint. The archive data indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages, which the customer did not report. The ua45 indicates that the drive shaft is not at the home position when the autopulse is powered on. The ua45 message can be easily cleared by returning the drive shaft to the home position using the administrative menu. However, in this case, noticed that the encoder drive shaft was stuck and nearly impossible to move. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).